Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the sleeve steering issue. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). While steering the mitraclip delivery system (cds) to the mitral valve with the m-knob, the cds went in the upward direction, instead of downward. The clip was not implanted and was replaced with a new cds. A total of three clips were implanted, reducing mr to 2. There was no adverse patient effect and no clinically significant delay during the procedure. The patient remained stable. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported sleeve steering issue could not be confirmed via returned device analysis as the device performed as indicated. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. All available information was investigated, and a definitive cause for sleeve steering issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.